Event description:
Hysterectomy on 08/21/2019 to remove essure coil that migrated to and was perforating my uterus. Surgeon provided pictures. Was implanted in 2014. Lots of pain and lifestyle change between implant and hysterectomy. Pregnancy with essure, baby born 2015. Tubes removed postpartum 2015. Hysterectomy leaving ovaries at age 37 to remove migrated perforating coil. Required surgery. FDA safety report ID# (B)(4).